Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by interpreter that customer reported that they had low blood glucose on (B)(6) 2017, with blood glucose of 45 mg/dl at time of the incident. The customer's blood glucose was 51 mg/dl at the time of the call. The customer used food to treat. The customer experienced symptoms such as dizziness. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the customer service rep called 911 for the customer. The insulin pump will not be returned for analysis.